Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ventilator is giving oxygen value issues. The customer reported the unit was not in use on patient.